Event description:
Same case as MDR ID #2134265-2014-00776. It was reported that balloon rupture occurred. A chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. An unspecified guide wire was advanced to the target lesion. A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was selected to dilate the lesion. During the second inflation, the balloon ruptured at 7 atms. A 2.5mm x 150mm x 150cm coyote balloon catheter was selected; however the balloon ruptured. The number of inflations and to what atms is unknown. Paclitaxel-coated balloon angioplasty was performed. The procedure was completed with a 3mm unspecified balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).